Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (foreign) receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was implanted in (B)(6)2026, and next pump refill was scheduled for june 2026. The date 2026-jan-01 is considered an approximate date of pump implant (specific month and year known only). The patient's pump was sounding a critical alarm, indicating a therapy stop, since the morning of (B)(6) 2026. The patient was feeling a little bit unwell but was also very agitated about the situation. The implanting clinic was about 3 hours away, and the patient was not able to go there on their own due to their medical pre-conditions. Magnetic interference or electromagnetic interference were ruled out as potential contributing factors regarding the alarm / therapy stop at the time of the call. The patient was advised to see a given hospital that had a clinician programmer available. The patient was also notified to give the healthcare provider the manufacture's technical services contact information, and that the patient should call back if their issue was not resolved. The serial number of the pump was unknown. The patient's pump managing physician was unknown. The patient did not give consent to be contacted for additional information related to the event.